Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a high blood glucose of 400 mg/dl. The patient treated via insulin pump bolus. The patient's blood glucose had increased to 469 mg/dl six hours later. The patient changed the site but there was bleeding at her site; her site also had a bump. The patient's next blood glucose reading was 489 mg/dl due to a bent cannula. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.